Manufacturer narrative:
This MDR is result of a retrospective review of complaints. Sensor was replaced and returned for analysis. Investigation did not reveal any malfunction and the sensor performed as expected. Customer complaint could not be confirmed.

Event description:
On (B)(6) 2019, senseonics was made aware of an instance where patient experienced inaccuracies in sensor readings leading to sensor removal and replacement.